Event description:
Roi cps, llc became aware, after receiving an inquiry from an end user facility regarding a non-sterile ultrasound gel 20gm ns being used in a sterile cv minor procedure kit. The non-sterile item is in a foil package that is labeled as non-sterile and cannot be sterilized in the roi cps, llc sterilization cycle due to penetration of eo gas being prevented by the foil packaging. The gel is required to be sterile for use in the cv minor procedure kit.